Event description:
The mega suturecut needle driver instrument was returned damaged to isi. No further information were obtained.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were undamaged. No other damage was found. The damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.